Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. There was no significant damage to pump. Event history log (ehl) showed: check plunger error. A flow test was performed and the reported problem was verified; it would not detect the flippers. This was caused by the q1 chip was broken loose from the plunger board. The plunger board was glued down but was knocked loose. The cause of the issue is known and is design-related. Action(s) taken to mitigate the reported issue(s): replaced plunger pcb (printed circuit board).

Event description:
It was reported that the pump had a bad plunger. No patient injury was reported.